Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Review of log showed the multifunction cable (mfc) was shorted and electrodes were not applied that day. Additional log reviews surrounding the event date revealed no supporting evidence to confirm the customer report. Attempts to contact the customer for clarification were unsuccessful. With no supporting evidence found in the logs and no response received, the device was fully evaluated and passed all testing successfully. The device was recertified and returned to the customer. No trend is associated with reports of this type.